Event description:
It was reported that the patient was seen by the physician as the patient was not satisfied as his incontinence was recurring with this artificial urinary sphincter. The physician indicated since the patient already had a 4.0cm cuff and he did not want to downsize it unless necessary. He planned to remove the old balloon and replace it with a higher pressure 71-80 balloon as long as there was no leak in the system, and it cycled appropriately. When the old balloon was removed there was 22 cc of fluid in it and it was verified there was no leak and the device cycled properly. The physician replaced the 61-70 balloon with a 71-80 balloon. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.